Event description:
Complainant alleges "we had an incident with the bard-parker carbon rib-back blade item: 371111, lot#: 0371122 in which the blade broke into two pieces during a procedure."

Manufacturer narrative:
The device was not available for evaluation. In addition, no pictures of the device or malfunction were provided. The part number and lot number were provided. As no pictures or samples could be provided for evaluation, the complaint could not be confirmed and the investigation was limited. There were no noted nonconformities found during a DHR review for this lot number. As the complaint could not be confirmed, the root cause was also unable to be identified. This should be considered the final report. If additional relevant information is identified, it will be submitted in a supplemental report.